Event description:
It was reported that the patient with this pacemaker called technical services (ts). The patient reported that the device battery has a potential anomaly. Ts referred the patient to their following clinic. Additional information has been requested but was not provided. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.